Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the device was not working on battery power, the device displayed a battery alarm error message stating that the device was running on internal battery. There was no patient involvement at the time the issue was discovered as the issue occurred during setup. The device was not usable and needed to be repaired. The biomedical engineer (bme) also informed the remote service engineer (rse) that the power management (pm) printed circuit board assembly (pcba) was recently replaced per field correction order (fco), and the battery was replaced with a new philips battery. The bme requested onsite service to troubleshoot the issue, and a service quote was sent to the bme for approval. The investigation is ongoing.

Manufacturer narrative:
The biomedical engineer (bme) reported to the remote service engineer (rse) that during setup, the device was working on alternating current (ac) power but did not work on battery power. The device displayed a battery alarm error message stating that the device was running on internal battery. The bme also informed the rse that the power management (pm) printed circuit board assembly (pcba) was recently replaced per field correction order, and the battery was replaced with a new philips battery. The bme requested onsite service to troubleshoot the issue, and a service quote was sent to the bme for approval; however, a philips service engineer was not able to evaluate or repair the device as the bme did not accept the quote. Therefore, it is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.